Event description:
This report summarizes 41 malfunction events, where it was reported the devices, experienced cot height cannot be adjusted or fowler cannot be lowered. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 35 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 6 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 39 malfunction events, instead of 41.

Manufacturer narrative:
1 device that was pending was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 pending device was not evaluated, but reviewed by data and confirmed the issue. 4 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device that was evaluated, was determined the device experienced loss of electric function, which is not reportable. Section h codes have been updated to reflect this.